Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured and had insulation damage. The lead was also stimulating the pocket. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.